Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient was punched at the site of the implant. External parts were checked and found to be damaged and were exchanged. In situ testing found the implant to be functioning however the patient is not able to hear with the device.

Manufacturer narrative:
Conclusion: device investigations revealed damage at one end of the reference electrode, which might have been caused by device minute mobility. However, this minor damage is not expected to have led to a non-benefit condition. Other damages found during device investigation are compatible with the explantation surgery. As per received information, the patient was explanted most likely due to relatively recent device unrelated medical reasons i.e. Destruction of the cochlea with lymphostasis and concurrent otitis media. Reportedly, the patient was punched at the implant site, which might have led to trauma to the mastoid area and the observed cochlea destruction and lymphostasis, and has had no benefit since then. The patient has been re-implanted on the contralateral side. This is a final report.

Event description:
The patient was punched at the site of the implant and had no benefit from the implant after the accident. External parts were checked and found to be damaged and exchanged. Stimulation could be provided, but the patient could not understand speech.